Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and was harder to read. The customer reported that the insulin pump rejected new batteries, had to rewind more than once and pump made an alarm sound without displaying any message. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.